Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. Customer did not have symptoms. Customer feel good troubleshoot. Drive support condition was normal. Customer's blood glucose value at the time of incident was 600 mg/dl. Customer current blood glucose level was unknown. Customer reports they have contacted their healthcare provider regarding high blood glucose reading. Customer treatment was injection and insulin. Troubleshooting was not completed. Insulin pump will not be returning for analysis.